Event description:
The dealer states the main column of the tilt actuator was unscrewed which allowed it to slip and the consumer could not get out of the tilt position. They had to call the fire department for help. The tilt actuator was just replaced on order # (B)(4) in (B)(6) 2014.